Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. The thermogard ivtm console was evaluated at the customer site by the customer's biomed technician with the guidance of the zoll service technician. At the advice from the service technician, the biomed technician cleaned the air trap block sensors. According to the service technician, the reported issue of mid09 was resolved and the console was placed back into service. The customer has retained all service records on the console. There were no additional information provided. Subsequent to the cleaning, there were no further errors reported. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard ivtm console with serial (B)(4).

Event description:
As reported, the thermogard xp ivtm console (sn: (B)(4)) displayed a mid09 message prior to patient use. A replacement console was used to begin and complete patient temperature management therapy. No further information was provided. There is no known patient consequence reported.